Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to wearing / required intervention to prevent impairment/damage.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00997; 391-11-610, s805 - wear/excessive wear. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.